Event description:
Consumer left voicemail reporting that the needle is not connecting. I returned consumer's call, she stated that when she attaches the needle and tries to remove the covers, the entire needle hub comes off of the pen. I reviewed the steps with the consumer but same result. The consumer is new to using pen needles. Lot #: 3136361 catalog #: 320550 date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
Investigation summary: different samples from a different company were received and an investigation could not be performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.